Event description:
Initial info rec'd from a medical assistant on (B)(6) 2011: a male pt rec'd treatment with poly-l-lactic acid (sculptra, lot# and exp date unk) about two years ago (2009) for (B)(6). He had one to two vials of poly-l-lactic acid injected in his cheeks and face. He experienced "really bad bruising" all over his face at the injection sites. There were multiple bruises all around the cheeks covering a lot of his face. Treatment measures included injection of calcium hydroxylapatite [radiesse], microderm abrasions and intense pulsed light [ipl]/photofacials because he had discoloration from the bruising. After some waiting, the bruises healed, all the poly-l-lactic acid was gone and the pt had a deficit. The reporter questioned if there could be a deficit after bruising where the after effect was a decrease in efficacy. Therapy with poly-l-lactic acid was discontinued. No further info reported. This case is associated with (B)(4) (same reporter, different pt).